Event description:
It was reported that bd technical support team proactively identified through bd¿s rss dashboard as they received an alarm from the customer¿s alaris systems manager (sm) server regarding a duplicate serial number dedicated for a pcu. The ip addresses it has used are as follows: 10.1.0.69 & 10.1.0.95. If two (duplicate) serials are trying to connect to the same server, it will attempt to send and resend their historical logs so much that it can eventually flood the server and can significantly affect system performance. Upon learning this issue, bd technical support team immediately notified the customer to identify the devices in question and correct the issue. Bd technical support noted that ¿it appears at some point, someone in their biomed group may have mistakenly used the system menu to change the serial number of one of their pc units to a number that was already in use in their environment.¿ the customer reported that they have find the two pcus in question and brought it to their biomed shop for correction. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available additional information: imdrf annex a,g,b, and c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that bd technical support team proactively identified through bd¿s rss dashboard as they received an alarm from the customer¿s alaris systems manager (sm) server regarding a duplicate serial number dedicated for a pcu. The ip addresses it has used are as follows: 10.1.0.69 & 10.1.0.95. If two (duplicate) serials are trying to connect to the same server, it will attempt to send and resend their historical logs so much that it can eventually flood the server and can significantly affect system performance. Upon learning this issue, bd technical support team immediately notified the customer to identify the devices in question and correct the issue. Bd technical support noted that ¿it appears at some point, someone in their biomed group may have mistakenly used the system menu to change the serial number of one of their pc units to a number that was already in use in their environment.¿ the customer reported that they have find the two pcus in question and brought it to their biomed shop for correction. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.